Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Per xience alpine instructions for use, the guide wire lumen should be flushed and the air should be removed from the system. Soaking of the device in saline is not part of the preparation section or any part of the instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified, 100% restenosed lesion in the distal right coronary artery. The 3.5x28 mm xience alpine stent delivery system (sds) was soaked in saline during preparation before use. The sds was advanced without resistance to the target lesion. However, during the first inflation the balloon ruptured at 8-9 atmospheres. The stent was implanted in the target lesion the sds was removed without resistance and post-dilatation was performed with a non-abbott balloon catheter to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.